Event description:
It was reported that this patients remote communicator displayed a red flashing call doctor icon. It was determined that this implantable cardioverter defibrillator (ICD) triggered a red alert due to low out of range right ventricular (rv) lead impedance measuring 200 ohms. At this time, this rv lead remains in service. No adverse patient effects were reported.